Event description:
It was reported via a voluntary medwatch report (B)(4), that during an undisclosed procedure using an ambient super turbovac 90 ifs and a competitor's suction bovie device, the pt sustained a small burn on the shoulder. The surgeon was unaware of the burn until the end of the procedure and is unsure of the source of the injury. The burn was treated topically and dressed. There have been no further patient complications reported as a result of this event.